Event description:
Imprecision was observed on one patient sample tested for troponin on an advia centaur xp instrument. The customer runs troponin in duplicate, and discrepancy was noted between the two replicates. No results were reported to the physician(s). It is unknown what the correct result is. There are no reports of patient intervention or adverse health consequences due to the discrepancy between the troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse discovered reagent probe 1 was out of alignment to reagent packs and cuvettes. The cse recalibrated reagent probes 1 and 2 and lubricated belts. Quality controls were run, resulting within range. The cause of the discrepancy between the troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.